Manufacturer narrative:
Product event summary:it was reported that the patient's controller ac adapter would intermittently disconnect and reconnect. Two (2) controller ac adapters (B)(4) were returned for evaluation. The controller ac adapter, (B)(4), was returned for evaluation; however, the device associated with this event exceeded its retention period as per current procedures, and is therefore not available for analysis. One controller ac adapter was not returned for evaluation (B)(4). A review of the manufacturing documentation confirmed that (B)(4) met all requirements for release. Failure analysis of (B)(4) revealed that the unit passed visual inspection and functional testing; the reported event could not be confirmed or duplicated during testing. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the inability of the controller ac adapter to provide power may be attributed, but not limited, to an open circuit along the output cable or output connector. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: brand name: heartware ventricular assist system ¿controller ac adapter. Controller ac adapter/ (B)(4)/ model #: 1425us / expiration date: 2015-01-01. UDI #: (B)(4). Available for eval: yes, return date: 2015-10-02. Mfg date:2014-01-01. (B)(4). Brand name: heartware ventricular assist system ¿controller ac adapter. Controller ac adapter/ (B)(4)/ model #: 1425us / expiration date: 2014-07-01. UDI #:(B)(4). Available for eval: yes, return date: 2015-10-02. Mfg date:2013-07-01. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller ac adapter would intermittently disconnect and reconnect, gave a two tone beeping noise similar to a power disconnect alarm. The controller ac adapter were exchanged. No patient complications have been reported as a result of this event.